Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic bariatric surgery, when the device was being applied to the isolated gastric tissue, the staples did not form properly and there was an incomplete staple line distally. The staple line was fixed by hand suturing. The handle was replaced to complete the case. The same reload was used. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.